Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited a loss of capture in the atrial channel. No intervention was performed, and there were no patient consequences.